Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 33 mmol/l. Customer experienced blood glucose level from 18 to over 33 mmol/l. Insulin pump had hardware low level failure alarm. Insulin pump passed self test. The reservoir will not be returned for analysis.